Event description:
At a hosp in (B)(6) a hospital technician positioned the removable brainlab m3 micro-multileaf collimator in the interface mount on the linear accelerator and started rotating the gantry of the linear accelerator. When the gantry reached 10 degrees - 15 degrees, the m3 slid out of the interface and fell down. According to the hosp: there was no pt in the treatment room at the time of the event. In this specific situation only the technician was in the treatment room. No person was injured or hit by the falling device.

Manufacturer narrative:
A risk to the pt's or user's health could not be excluded for these specific circumstances, although: no injury of a pt or user has occurred; there is no indication of a systematic error or malfunction of the brainlab device; the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. The root cause for the falling down m3 is a user error in the attachment of the m3 micro-multileaf collimator. The user did not follow the mounting procedure described in the according user guide, specifically he did not correctly lock the device into position and did not review the status of the according gantry accessory mount interlock lights. Therefore, the removable m3 micro-multileaf collimator was not properly mounted and was still able to slide out. There is no indication of an error or malfunction of the device, the device works as intended. According relevant brainlab measures to reduce this already anticipated risk to be as low as reasonable practicable are in place. Brainlab intends to offer an add'l training to this hosp.